Event description:
It was reported that the balloon burst before use. There were no patient complications reported.

Manufacturer narrative:
The balloon had a rupture in the central area around the circumference of the balloon. The edges of the latex did not appear to match. Per edwards IFU, to avoid "possible balloon rupture, do not inflate the balloon above the recommended volume." All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.